Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, or retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. No image appeared in the system due to electrical open at proximal. Imaging core wind up in the telescope assembly was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as 2134265-2014-06055 and 2134265-2014-06056. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter was selected to view an unspecified vessel. The physician tried to perform automatic pullback however, pullback failure occurred. Reconnection was performed but it could not resolve the issue. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Event description:
Same case as 2134265-2014-06055 and 2134265-2014-06056. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter was selected to view an unspecified vessel. The physician tried to perform automatic pulback however, pullback failure occurred. Reconnection was performed but it could not resolve the issue. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).